Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 530 mg/dl. Customer believes insulin was bad, as it visually appeared abnormal. Bg was treated with manual injections. Reportedly, customer left the ER a couple hours later with no permanent damage sustained.